Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open skin suture closure, when on skin, the needle broke. The broken tip of needle fell into the cavity of the patent that was located in skin closure and was retrieved. Surgeon completed skin closure incision without any problem. There was no patient injury.